Event description:
Pump issues with the administration of norepinephrine. "[Redacted sn]": pump gave "service needed" error and stopped infusing the norepinephrine. Infusion was moved to a different pump. "[Redacted sn]": titrating up norepinephrine when suddenly the pump alarm with service needed. "[Redacted sn]": in a critical emergency, needed norepinephrine prevent patient's blood pressure from going to 0/0, tubing primed appropriately but kept saying "cassette loaded incorrectly" it was not, new pump used with no issues and no adjustment of tubing or cassette needed "[redacted sn]": pump shut off unexpectedly. The pump said service needed and shut off crucial medication (norepinephrine). No harm to the patient occurred. The nurse was able to get another pump in the room and medication was restarted without significant issues. "[Redacted sn]": norepinephrine was running at 0.07 on intubated sedated and hemodynamically unstable patient. Pump started showing message saying cassette load error. Rn quickly disconnected the line from patient and reloaded line twice, wiping the metal part with alcohol both times. After the second reload and when the message kept showing, rn switched the line and med to another pump that happened to be empty next to the initial pump. By that time the patient's map "[mean arterial pressure]" went from 67-70 to 40-45. App "[advance practice professional]" and rn had to go up on the norepi to 0.1, give calcium gluconate 2g, and albumin 5% 250cc on an already overloaded patient to recover patient from the hypotension. "[Redacted sn]": rn was alerted by another rn walking by room that the norepinephrine ran dry in the pump. The pump does not prompt the user to program a volume and auto sets to program the full volume of the bag - this is a huge safety issue that is very dangerous when patients are on vasopressors. Pt vitals were stable and blood pressure remained map > 65 and did not set off any alarms on the monitor. Rn grabbed new bag and immediately restarted infusion. Rn then looked at pump history and saw that the alarm was going off for *11 minutes*. The alarm was so quiet that the patient did not wake up, and 4 rns at the nurses' station right outside the room did not hear it through a closed door. Reported to oncoming rn that there was no change in blood pressure despite ne "[norepinephrine]" paused 11 minutes, blood return verified prior to and during infusion. "[Redacted sn]": IV infusion of norepinephrine reported air in line, rn resolved issue. When restarting medication, ivenex pump reported "IV tubing set missing". Rn took tubing out and attempted to trouble shoot issue. When restarting, pump now reported "tubing set misloaded". At this point, patient's blood pressure dropped significantly requiring a bolus dose of phenylephrine. Tubing ultimately had to be changed for the norepinephrine line before medication could be restarted, resulting in patient harm and delay of care. "[Redacted sn]": pt was peri-arrest requiring intubation and vasopressors. The ivenix pump touch screen malfunctioned and would not allow rn to titrate norepinephrine drip or select anything on the screen display. Pt was critically ill and profoundly hypotensive. Due to the malfunctioning pump and the fact that it takes all of the pumps an extremely, excessively long time to turn on, this patient required numerous does of push dose phenylephrine. This patient nearly experienced a full cardiac arrest, and the infusion pumps are 100% a contributing factor. These pumps are nearly killing patients. "[Redacted sn]": pump stopped infusing norepinephrine running at .05 and displayed a red screen that said "service needed" with red flashing lights. Resulted in patient's map dropping to mid 50's before another pump could be programmed. Manufacturer response for pump, infusion, ivenix infusion system (per site reporter).

Event description:
Pump issues with the administration of norepinephrine.(B)(6) pump gave "service needed" error and stopped infusing the norepinephrine. Infusion was moved to a different pump.(B)(6) titrating up norepinephrine when suddenly the pump alarm with service needed. (B)(6) in a critical emergency, needed norepinephrine prevent patient's blood pressure from going to 0/0, tubing primed appropriately but kept saying "cassette loaded incorrectly" it was not, new pump used with no issues and no adjustment of tubing or cassette needed.(B)(6) pump shut off unexpectedly. The pump said service needed and shut off crucial medication (norepinephrine). No harm to the patient occurred. The nurse was able to get another pump in the room and medication was restarted without significant issues. (B)(6) norepinephrine was running at 0.07 on intubated sedated and hemodynamically unstable patient. Pump started showing message saying cassette load error. Rn quickly disconnected the line from patient and reloaded line twice, wiping the metal part with alcohol both times. After the second reload and when the message kept showing, rn switched the line and med to another pump that happened to be empty next to the initial pump. By that time the patient's map "[mean arterial pressure]" went from 67-70 to 40-45. App "[advance practice professional]" and rn had to go up on the norepi to 0.1, give calcium gluconate 2g, and albumin 5% 250cc on an already overloaded patient to recover patient from the hypotension.(B)(6) rn was alerted by another rn walking by room that the norepinephrine ran dry in the pump. The pump does not prompt the user to program a volume and auto sets to program the full volume of the bag - this is a huge safety issue that is very dangerous when patients are on vasopressors. Pt vitals were stable and blood pressure remained map > 65 and did not set off any alarms on the monitor. Rn grabbed new bag and immediately restarted infusion. Rn then looked at pump history and saw that the alarm was going off for *11 minutes*. The alarm was so quiet that the patient did not wake up, and 4 rns at the nurses' station right outside the room did not hear it through a closed door. Reported to oncoming rn that there was no change in blood pressure despite ne "[norepinephrine]" paused 11 minutes, blood return verified prior to and during infusion. (B)(6) IV infusion of norepinephrine reported air in line, rn resolved issue. When restarting medication, ivenex pump reported "IV tubing set missing". Rn took tubing out and attempted to trouble shoot issue. When restarting, pump now reported "tubing set misloaded". At this point, patient's blood pressure dropped significantly requiring a bolus dose of phenylephrine. Tubing ultimately had to be changed for the norepinephrine line before medication could be restarted, resulting in patient harm and delay of care. (B)(6) pt was peri-arrest requiring intubation and vasopressors. The ivenix pump touch screen malfunctioned and would not allow rn to titrate norepinephrine drip or select anything on the screen display. Pt was critically ill and profoundly hypotensive. Due to the malfunctioning pump and the fact that it takes all of the pumps an extremely, excessively long time to turn on, this patient required numerous does of push dose phenylephrine. This patient nearly experienced a full cardiac arrest, and the infusion pumps are 100% a contributing factor. These pumps are nearly killing patients. (B)(6) pump stopped infusing norepinephrine running at .05 and displayed a red screen that said "service needed" with red flashing lights. Resulted in patient's map dropping to mid 50's before another pump could be programmed. Manufacturer response for pump, infusion, ivenix infusion system (per site reporter).